Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pc was displaying the message "replace generator soon". Patient also lost therapy. It is unknown if the battery depleted prematurely. As such surgical intervention took place wherein the ipg was replaced and reportedly effective therapy was restored.